Manufacturer narrative:
Additional information : upon customer follow up, it was reported there were "about six (6) to seven (7)" occurrences. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link needle-free IV (intravenous) connectors would disconnect from CT tubing sets (non- baxter) and cause fluid leakage. The reporter stated they will have it connected and securely in place and then the CT set (computerized tomography) will just become disconnected from the one-link device. This occurs during set-up, preparation or upon initially connecting the device to a patient to conduct the contrast pressure injection. They may have to get a new one-link device and then on the second try it will often times stay connected. There was no patient injury or medical intervention associated with this event. No additional information is available.